Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 09/21/2025 10:19:00.000 09/26/2025 14:14:01.000 replace battery alert was found on: 09/21/2025 19:50:00.000 09/26/2025 23:45:00.000 09/26/2025 23:55:00.000 insert battery alarm was found on: 09/21/2025 19:52:03.000 09/26/2025 23:58:17.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 06-oct-2025 at 14:28:59.000. There was no power data available for the date of 21-sep-2025 and 26-sep-2025. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 09/26/2025 14:14:01 faster than expected at 4.77 days. Battery cycle 2 received the lowbatteryalert (104) on 09/21/2025 10:19:00 faster than expected at 4.49 days. Battery cycle 3 received the lowbatteryalert (104) on 09/16/2025 18:35:01 faster than expected at 4.44 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file 1 week prior to the event date of 27-sep-2025, these pump error(s)/alarm(s) were noted: sgcalibrationerror (776) was found on: 09/25/2025 17:37:11.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. A high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing except sleep current measurement. Customer alleged for unexpected battery power loss, charge/battery lasts less than expected and a high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the field corrective action (fca) next generation pump (ngp) early battery depletion alert, a replace battery now alert, and observed that the battery lasted less than seven days. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.